Manufacturer narrative:
(B)(4).

Event description:
Procedure: bariatric procedure. According to the reporter: during the procedure the tweezers was working normally. But suddenly it stopped to seal and cut. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).